Event description:
Reportable based on analysis completed on 25mar2015. It was reported that a balloon could not cross the lesion. A 10/3.50 flextome¿ cutting balloon¿ was used to treat the target lesion. During the procedure, it was observed that the balloon was not able to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient's status was good. However, device analysis revealed a balloon rupture.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. A visual examination was performed, it was noted that the balloon was not folded which subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an encore inflation unit. Positive pressure was applied to inflate the balloon and the balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath to help soften the solidified blood before further inflation attempts were made. A further microscopic analysis noted a pinhole at 0.5 mm distal to the distal end of the proximal markerband and no damage was observed to the tip, blades or markerbands. All blades were present and fully bonded to the balloon surface. Additionally, a visual and tactile examination found that the outer was kinked at various positions along its length. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).